Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral hypermobility, premenstrual dysphoric disorder, cystocele and endometrial ablation. Previously administered products included for an unreported indication: mirena, misoprostol, valium, aygestin and doxycycline. Concurrent conditions included human papilloma virus infection, dysfunctional uterine bleeding, menses irregular, dysmenorrhea, menometrorrhagia, urinary incontinence, urge incontinence, overactive bladder and stress incontinence. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from june 2013 to december 2015, ethinylestradiol;levonorgestrel (triphasil) from november 2014 to june 2015, ibuprofen from june 2013 to december 2015, medroxyprogesterone acetate (depo provera) from june 2015 to december 2015 and paracetamol (tylenol) from june 2013 to december 2015. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2013, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, migraine, headache and vaginal haemorrhage had resolved. The reporter considered headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Patient had taken medical leave related to essure. Proper position of essure devices, as described above, is identified. 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2015: final diagnosis: endometrium: biopsy: secretory endometrium; on (B)(6) 2015: final diagnosis: uterus, hysterectomy: proliferative endometrium, serosal fibrous adhesions.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia lot number: a27187 manufacture date: 2012-07 expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral hypermobility, premenstrual dysphoric disorder, cystocele and endometrial ablation. Previously administered products included for an unreported indication: mirena, misoprostol, valium, aygestin and doxycycline. Concurrent conditions included human papilloma virus infection, dysfunctional uterine bleeding, menses irregular, dysmenorrhea, menometrorrhagia, urinary incontinence, urge incontinence, overactive bladder and stress incontinence. Concomitant products included acetylsalicylic acid;caffeine; paracetamol (excedrin migraine) from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol; levonorgestrel (triphasil) from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, migraine, headache and vaginal haemorrhage had resolved. The reporter considered headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Patient had taken medical leave related to essure. Proper position of essure devices, as described above, is identified. 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2015: final diagnosis: endometrium: biopsy: secretory endometrium; on (B)(6) 2015: final diagnosis: uterus, hysterectomy: proliferative endometrium, serosal fibrous adhesions. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received. Lot number added. New event: abnormal bleeding (vaginal) was added. Onset dates for events were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions , drug were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, migraine and headache had resolved. The reporter considered headache, menorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Patient had taken medical leave related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: menorrhagia (heavy menstrual bleeding), migraines, headaches. Event outcome were added. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.